Manufacturer narrative:
Results - bd received actual sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for foreign matter was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - confirmed complaint. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that a black hair was found on the syringe barrel of a bd preset¿ syringe with attached needle. No injury or medical intervention reported.